Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint devices were received and evaluated. Visual observations on first anchor reveal that the anchor is broken in half and the broken part is not returned. The suture was not attached to the anchor and was separately wrapped around the proximal end of the inserter. Visual observation of second anchor reveals, it is broken in half and the broken half is still attached to the suture that is wrapped around the proximal end of the inserter. This complaint can be confirmed. From the information provided, we cannot determine a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate two anchors broke at the introduction in the shoulder. They used another like device to complete the procedure. Please see also medwatch report 1221934-2018-51025.